Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the rx mini vision was advanced to the target lesion site and upon deployment, it was observed that the stent was not on the balloon. The physician believes the stent remains in the patient, as it could not be located. The device was correctly prepped and the stent was verified to be on the stent delivery system prior to use. No patient effects have been reported. An otw mini vision was being prepped for use; however, the stent dislodged into the gauze. The device was not used on the patient. At this point, the case was completed. Again, no patient effects have been reported. No additional event or patient information is available.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. The rx mini vision (part# 1007821-12/lot#7010731) mentioned in b5 and d11 is being filed under a different manufacturer report number.